Manufacturer narrative:
(B)(4): evaluation: cdm was at the account on (B)(4), 2011 for surgery support and to check the laser for the high energy complaint. Intralase clinical system evaluation and surgery support was done and no problem was found. Surgeon performed two procedures with no problems.

Event description:
On (B)(6), 2011, account reported they were experiencing ifs high surgical energy and dlk. On (B)(6), 2011, they reported the patient had additional surgical intervention 1 day post op, (B)(6), 2011. Pre op bcva 20/20. First sx date (B)(6) 2011. Eye os. Second sx date (B)(6) 2011 (flap lift and rinse). Post op uncorrected vision 20/20 on (B)(6) 2011.